Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils, pod packing coils (pod pc), a lantern delivery microcatheter (lantern), and a non-penumbra diagnostic catheter. During the procedure, the physician placed a pod coil in the outflow of the aneurysm using the lantern. Next, while advancing a pod pc through the lantern, the physician noticed that the pod pc was taking shape within the diagnostic catheter then realized that the lantern was pulled back into the diagnostic catheter. The physician then decided to retract the pod pc; however, upon retraction, the pod pc unintentionally detached inside the diagnostic catheter. The physician then removed the lantern and attempted to retrieve the detached pod pc using manual aspiration with a syringe but was unsuccessful. Therefore, the physician cut the hub of the diagnostic catheter and removed the detached pod pc. Subsequently, the physician advanced a guidewire through the previously cut diagnostic catheter and removed it. The physician then advanced a new diagnostic catheter over the guidewire. It was reported that the physician was satisfied with how the previously pod coil was placed in the first outflow vessel and decided not to add a second coil. The physician then advanced the same lantern into the second outflow vessel. While advancing a pod coil into the target location, the hospital technologist experienced resistance and, kinked the distal end of the pusher wire of the pod pc; consequently, the pod coil unintentionally detached inside the lantern. Therefore, the lantern was removed containing the detach pod coil and the coil was flushed out. The procedure was completed using new pod coils with the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from its pusher assembly and revealed that the pet lock was intact. If the device is forcefully retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire and allow the embolization to detach from the pusher assembly. Further investigation revealed that the embolization coil was fractured and had offset coil winds. This damage likely occurred during removal of the embolization coil from the microcatheter. Evaluation also revealed kinks on the pusher assembly. This damage was likely incidental to the complaint and may have occurred during packaging for the device return. Evaluation of the returned pod8 confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the proximal constraint sphere was intact with the embolization coil and the embolization coil was undamaged. The pusher assembly was not returned for evaluation. Based on the returned condition, the root cause of the reported complaint could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition. This report is associated with MFR report number: 3005168196-2021-02579